Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intravenous tazar injection (4.5 gram, twice a day) and vancomycin injection (500 milligram stat, route of administration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event and antibiotic therapy was ongoing. No additional information is available.

Manufacturer narrative:
At the time of this report, the patient completed the course of antibiotic treatment, the patient¿s peritoneal effluent was clear, and the patient was reported to be ¿doing well¿. Two weeks after peritonitis onset, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.